Event description:
It was reported the patient received the following results within 15 minutes: a reading above 400 mg/dl (exact value unknown) and 143 mg/dl.

Manufacturer narrative:
H3 other text : strips have been depleted.